Event description:
It was reported that prior to the start of the da vinci assisted procedure the user informed the technical support engineer (tse) that an e200 generator error occurred on the system after it was powered on, and the issue did not resolve with a power cycle. The tse confirmed that the error was present in the logs, indicating a non-recoverable e200 fault related to internal fan speed. The user replaced the e200 generator with a force triad generator and continued with the procedure was planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e200 generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.